Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with severe annulus/leaflets calcification, bav was performed with a non-edwards balloon. During the procedure, when releasing the valve, the commander delivery system balloon ruptured at approximately 80% inflation. It was attempted to retrieve the device through the bifurcation of the iliac artery, but the upper part of the balloon could not be retracted into the esheath since it behaved like a parachute and could only be maneuvered with the guide wire as far as the distal abdominal aorta. The lower part could be retrieved by cutting. It was tried several maneuvers to snare the upper part of the balloon without success, therefore, the patient had to undergo vascular surgery. The devices were successfully retrieved through vascular surgery but a bifurcation endoprosthesis had to be implanted because the pelvic vessels were extremely calcified. Patient was stable post procedure and still in intensive care.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on evaluation of the returned device / provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as there was presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for withdrawal difficulty was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon was received bunched towards the nose tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.